Manufacturer narrative:
An attempt was made to reproduce the issue by generating weekly review report in carelink support application and observed that the bolus injections are programmed by user. The issue is not confirmed. To investigate further on this issue, we need pump traces for the user. We requested helpline to enable control code to get the pump/detail traces for investigation. Helpline did confirm that the control code was enabled and user has initiated a latest upload. We pulled the pump traces from carelink database and provided the same to pump team for investigation. To assist with the resolution, pump team provided below feedback to helpline support team. -- pump team did validate the traces, however it did not contain the traces for the date range when issue was reported. --however based on the data table, below information was provided. On (B)(6) 2024 from 08:28:04am to 08:34:14am (within 6 min) fifteen food boluses were programmed using meal wizard and 13 of them were not fully delivered due to occlusion. In all cases the occlusion alarm was generated, and user cleared the alarm. Then from 13:32:56pm to 2:29:42 pm (within 57 min) seventeen food boluses were programmed using meal wizard and 16 of them were not fully delivered due to occlusion. In all cases the occlusion alarm was generated, and user cleared the alarm. The data table stopped on (B)(6) 2024 at 9am and did not cover the listed dates ((B)(6) 2024 and (B)(6) 2024) requested for the analysis. Conclusion: the user entered the carbs values started boluses and acknowledged (cleared) the occlusion alarms. Based on the provided data the pump behaved as expected. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of this issue is due to lack of user training. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly as the customer observed discrepancy in the data that the difference in the bolus profile data between actual and carelink report. The customer reported no adverse event. The event involved product(s) mmt-7350. Troubleshooting was not performed and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. No product return is required for mmt-7350.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.